Event description:
It was reported that there was a v500 shutdown at 9 p.m. On (B)(6) 2022. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The available information on the reported events including the log file formed the basis of the investigation. Two different event descriptions with different times (19:30 pm and 21:00 pm) were reported. The analysis of the log file shows entries indicating a failure of the device (reboot) on 27.01.2022 at 21:25 pm. At this time, the unit was in standby, so no ventilation was active. In contrast, a cockpit failure on 01/27/2022 at 19:30 could not be confirmed based on the logbook analysis. The cause of the device failure was a discharged battery, to which the user had previously been alerted by the corresponding alarms. The logbook entries show that the device already alerted at 21:07 the loss of mains power and the activation of the internal battery, as intended. As a safety feature of the system, the safety software analyzes and verifies the proper operation of the device. The device behaved as specified for the fault condition and attempted to clear the fault with a restart. During a restart, the evita opens the airway system to allow the patient to breathe spontaneously and turns the screen dark. This process is accompanied by an audible alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. The patient's ventilation was not impaired at any time on the day of the event. The device was functioning according to specifications. The service interval of the battery had already been exceeded at the time of the event and the battery was replaced. Based on the investigation results this case is considered not to be reportable as neither death nor a serious injury were caused nor would it be expected to occur in case of recurrence.

Event description:
It was reported that there was a v500 shutdown at 9 p.m. On 01/27/2022. No patient injury reported.